Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had dysfunction in the endotracheal tube. When verifying the pressure of the tubes, it was evident that they did not generate enough pressure in the therapeutic range. There was evidence of herniation of the balloon, which leads to tube changes. The patient was at risk of aspirating secretions.